Manufacturer narrative:
This event has been treated in (B)(6). As an incidence (internal code for customer complaint: (B)(4)). According to the results obtained, it seems that the defect might be due to the injection process of the capillary element. To investigate this, a corrective action has been opened to identify the root cause and solve the problem detected. Likewise, a health hazard evaluation has been carried out, concluding that the patient risk is very low and therefore it is not considered necessary to perform any type of action on the lots that are on the market.

Event description:
Leak at capillary element. Patient had chemotherapy (fluorouracil) in a dosi-fuser ambulatory pump, and when she came in to have pump disconnected it was noticed that the fluorouracil had leaked through the capillary mechanism of the pump. It was unknown how much dose patient received and how much leaked out for the prior two days.